Event description:
On (B)(6) 2010, solta was notified of an event where a pt and the operator had been burned by the inadvertent firing of a fraxel re: store dual laser system. The operator reported being burned on the finger and the leg, and also stated that a towel near the handpiece was burned. On (B)(6) 2010 analysis of the device at solta medical confirmed inadvertent laser firing (40w) that exceeded peak design laser output. On (B)(6) 2010, pt pictures were received confirming burns to pt's right face. Date of reportability established on (B)(6) 2010 upon confirmation that device was malfunctioning.

Manufacturer narrative:
System returned to solta medical on (B)(6) 2010. Failure analysis undertaken by laser manufacturer (ipg) confirmed a short circuit on a field effect transistor (fet) to the laser casing. Root cause analysis is ongoing. Solta has initiated a CAPA and a scar relating to this issue.